Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Unable to deliver or advance: the root cause of the delivery issue was determined to be patient condition due to calcification in artery. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella 5.5 was inserted and advanced via axillary artery but could not advance past proximal axillary artery due to calcification in artery. The impella 5.5 was removed and impella cp was inserted without difficulty.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.